Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 200 samples were taken from current production (5-10316 et tube, hvt, 8.0 lot # 73l2000437) at the manufacturing facility and were visually inspected. The issue reported "detached - connector" was not observed during the visual inspection. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported issues with connector disconnecting from ett during use. It was reported the connector is reconnected back into the tube and sometimes repeatedly. No report of a patient injury or desaturation with the disconnection. No reintubation or other intervention required. Patient condition reported to be fine.